Manufacturer narrative:
The end-user got out of a taxi, took the rollator, turned into the direction she wanted to walk in and the front wheel broke off. The end-user has fallen down on the street when the front wheel broke off. The end-user has suffered a concussion and bruises in several places of the body. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in the (B)(6).

Event description:
The end-user got out of a taxi, took the rollator, turned into the direction she wanted to walk in and the front wheel broke off. The end-user has fallen down on the street when the front wheel broke off. The end-user has suffered a concussion and bruises in several places of the body. The jazz is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in the (B)(6).